Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The first sample was returned with the stylet was partially retracted in the cannula but still visible. There were no other visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once to retract the cannula. However, the device could not be primed. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and tang were found to be broken. The investigation is confirmed for a break, as the cannula hubs were broken on the returned sample. The investigation is inconclusive, as functional testing could not be conducted due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, using two needles, on the first tissue sample attempt the device would not fire to collect tissue. A third needle was used to complete the procedure. There was not report of patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was associated with a voluntary recall that was initiated on 3/17/2015. The manufacturer issued a recall notification to the identified customers who received the affected products. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.